Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set bent cannula issue on (B)(6) 2026 which leads to high blood glucose levels and got treated with correction bolus via pump. The patient noticed symptoms within three hours after insertion.